Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported no delivery alarm, a crack on the pump, and short battery life.. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-332a, and mmt-1884l. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. Troubleshooting was not performed for the cosmetic damage and short battery lifetime. No harm requiring medical intervention was reported. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-1884l.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. No unexpected no delivery alarms noted during testing, however, they were found in the history file [(B)(6) 2025 at 19:16]. All battery insertion times were longer than expected indicating battery life is longer than expected. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay and damaged/faded serial number label. No delivery/occlusion alarm was not confirmed during analysis. Cosmetic damage was confirmed with cracked keypad overlay and cracked case (battery tube) during analysis. Battery lasts less than expected was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.